Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, while stapling the stomach, the surgeon was able to press the green button but could not squeeze the handle making it impossible to fire the device. They changed the device to complete the case. There was no patient injury.